Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has not been returned; a retain sample of the same lot has been evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4): information was not reported on initial report: the patient called animas on (B)(6) 2011 reporting that she smelled insulin and was sure she had multiple cartridge leaks over several months but could not identify the site of the leak and does not have any cartridges for review. She reported from (B)(6) she had multiple issues with leaking cartridges and elevated blood glucose levels. She said her insulin demands were increased and her hba1c was increased. She said she had not been using the pump since (B)(6) 2011. She said her insulin needs were about 23-24 units per day in (B)(6) and a total of 34-35 units per day in (B)(6). She said she was hospitalized in (B)(6) 2010 for elevated blood glucose. She related the blood glucose elevation to the leaking cartridges. The patient's insulin dosing changed multiple times. Since she did not have any cartridges there was no troubleshooting performed. This situation is being reported since the patient reported multiple issues with leaking cartridges and was hospitalized for elevated blood glucose.

Event description:
The patient reported that since the (B)(6) 2010, she has needed to take more insulin than usual and on occasion she needed to take a correction bolus by syringe. She also reported that the she would fill the cartridge with 100 units of insulin but after priming the pump, the pump would indicate 60 units. The patient reported that she did not notice insulin leaking into the cartridge compartment but remembered smelling insulin. The patient reported that her doses have been adjusted multiple times. This report is made based on the allegation that cartridges leaked.